Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis manifested by turbid effluent. The patient was hospitalized for the peritonitis event. On the same day as the onset, the patient was treated with unspecified antibiotics (dose, frequency, and route were not reported). At the time of the report, antibiotic treatment was ongoing. The patient&#38112;outcome was not reported and pd therapy was ongoing. No additional information is available.